Manufacturer narrative:
Product ID, 3889-28 lot# v914061, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the patient has had difficulty controlling her urine for about 3 months. It was also noted that the patient had a urinary tract infection about 4 months prior, but the reporter did not know what was done for it. The patient had their settings changed on (B)(6) 2013 and was instructed not to change them for 2 weeks. The patient was using program 3 at 5.5 v. It was noted that the patient did not have a basic understanding of her system. No further information was reported.